Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was able to duplicate the reported issue. The cause was isolated to the system pcb assembly. The device is no longer repairable. The device was returned to the customer.